Event description:
It was reported that during procedure the footswitch was intermittently sticking when activated resulting in the coagulation mode to delay stopping. The procedure was completed with the same device. No patient complications were reported.

Event description:
It was reported that during procedure the footswitch was intermittently sticking when activated resulting in the coagulation mode to delay stopping. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned foot switch assembly underwent a thorough analysis. Visual analysis of the returned device identified that it was in over all good physical condition, no damage was observed. The foot guard showed some chipped paint and normal physical wear. Bottom rubber pad shows normal wear. The black insulation on cable was intact. The connector was in good shape. The footswitch passed all functional testing. The cause for the stuck in on position could not be determined as testing did not find anything wrong with the foot switch. The fault condition could not be duplicated. This laser console with foot switch was installed on (B)(6) 2018. The system was lasted serviced on (B)(6) 2023. The laser console was fully functional with no issues from that time until the reported event date of 24 october 2023. The product record review did not find anything that would have contributed to the reported complaints. It can be concluded that unknown factors most probably contributed to the reported event.